Event description:
Patient reported "Pain", "fluid accumulation", "significant wrinkling", "late seroma", "Leakage, Pain, rupture and capsular contracture". This record is for the right side. Device implanted.

Manufacturer narrative:
A review of the Device History Record has been completed. No deviations or non-conformances noted.The events of capsular contracture and seroma are physiological complications and analysis of the device generally does not assist Allergan in determining a probable cause for these events.Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.Reason for Reoperation: "Pain", "fluid accumulation", "significant wrinkling", "late seroma", "Leakage, Pain, rupture and capsular contracture".This report was impacted by eMDR scheduled maintenance occurring July 22-27, 2026.